Event description:
It was reported that the pt was shocked twice for atrial fibrillation with rapid ventricular response. The charge time limit had been reached, likely due to multiple charges in a short period of time. The pt will be seen for follow up.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.